Manufacturer narrative:
(B)(4). Results of investigation: the field service representative evaluated the unit and was able to reproduce the reported issue and isolate it to a faulty power switch. The switch was replaced and the extended systems test and operational verification procedure was ran and the unit is meeting all manufacturer specifications. In the event the switch is received for further evaluation a follow-up report will be submitted.

Event description:
The customer stated that this unit had a note on it that said the screen was blank. It is unknown if there was any patient involvement.